Manufacturer narrative:
Device evaluation summary: the medtronic service engineer evaluated the ventilator and was unable to find any device malfunction or product deficiency. The ventilator passed all testing per manufacturing specification and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient was diagnosed with flu b and took two (2) does of tamiflu but became confused and stopped the tamiflu. The patient continued to have symptoms, including worsening fatigue and weakness. On (B)(6) 2018, the patient presented to the emergency room and was hospitalized on the medical unit due to a fall the previous night, a temperature of 103f and tachycardia. The patient was placed on a bi-pap machine but continued to decompensate and was eventually transferred to the ICU. On (B)(6) 2018, due to the patient¿s worsening respiratory status (respiratory rate in the 40¿s) a decision was made to secure the patient¿s airway via intubation. The patient was intubated using a non-medtronic 7.5 endotracheal (et) tube. Post intubation, positive carbon dioxide detection, positive bilateral breath sounds, and equal chest expansion was noted. Approximately twenty (20) minutes later, the 980 ventilator displayed a ¿patient disconnect¿ message. The patient started to desaturate with an oxygen saturation in the 70¿s and bradycardia. The physician was immediately called into the patient¿s room and a ¿code¿ was initiated. The patient¿s blood gases showed a very low po2 (partial pressure of oxygen). The physician checked the et tube and found that it was dislodged. CPR (cardio pulmonary resuscitation) was continued for 40 minutes before the physician called the code and recorded the time of death. Although there is no information to suggest a device malfunction or product deficiency, this event is being conservatively reported due to a patient death.